Event description:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. Pocket manipulation reproduced intermittent low out of range impedance measurements. The patient is also implanted with an impulse dynamic, cardiac contractility pulse modulator. There is some concern that this device may be causing electromagnetic interference (emi) and therefore affecting the impedance measurement. The field representative will be discussing with the physician. There were no adverse patient effects reported.